Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a recovery message. A field service engineer (fse) identified that the software was crashed. The fse then reimaged the station with 1.7.3 software, configured the remote smart service and synced the database to resolve the issue. The system functioned in intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen displayed a recovery message with error code. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es screen displayed a recovery message with error code. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.